Event description:
The manufacturer received information alleging an ac power cord sparked when the simplygo mini oxygen concentrator was being charged. The power cord has exposed wires. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. During the evaluation, the customer's complaint was confirmed. The ac power cord has evidence of the main body sheath being damaged and the conducting wires are exposed and disconnected. The ac power adapter was replaced to address the issue. Product labeling states," periodically inspect electrical cords, cables, and the power supply for damage or signs of wear. Discontinue use and replace if damaged."